Event description:
Manufacturer's first level investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device. Replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.